Manufacturer narrative:
Inspected 1 opened or used partial sensor and unable to confirm insertion or needle complaint due to customer returned sensor only, no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had introducer needle fractured while in the body and filament was screwed. Customer¿s blood glucose level was unknown. Customer also reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer stated that the filament on the sensor was no longer attached and it was stuck in the serter. Troubleshooting was performed. The sensor will be returned for analysis.